Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the surgeon attempted to achieve and maintain stable reduction of a middle phalynx fracture with an inframe threaded nail. Upon insertion of the inframe nail, the far fragment of the fracture was distracted and the anatomic reduction was lost. The attempt to regain reduction with the inframe was unsuccessful. The inframe was explanted. The surgeon opted for fixation with k-wires. Both the inframe and the k-wires were utilized in an open reduction and neither percutaneously. A 30 minute delay was reported.